Event description:
The customer reportedly obtained a 93mg/dl and 193mg/dl on the accu-chek advantage system within a ten minute timeframe. The customer also obtained an undisclosed blood glucose result (same system) within 10 minutes of the 193mg/dl blood glucose result. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.